Manufacturer narrative:
Retainer ring = clear. Insulin pump downloaded history/trace file properly using thus. Insulin pump passed displacement, active current measurement and self test. It failed sleep current measurement tests. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool. Pump history file and the power management tool confirmed pump error 25 due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit received cracked keypad overlay, overlay scratched. Unit p-cap / test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. The customer stated they that notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.